Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: dirt inside the syringe.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect were observed. The sample provided by the customer was evaluated and it was possible observe foreign matter at plunger rod. After the sample evaluation it was possible determine the potential fm origin is a residue of ink marking or dirt. Therefore, the potential cause for the occurrence is an operational failure at machine cleaning.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: dirt inside the syringe.